Event description:
A repeat false positive advia centaur toxoplasma igg result was obtained by the customer and considered discordant by the physician when compared to the patient's previous test history and follow up testing on other toxoplasma igg test methods. There was no report of adverse health consequences due to the discordant advia centaur toxoplasma igg result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00149 on (B)(4) 2012, and two supplemental MDR reports 1219913-2012-00149 - s1 on (B)(4) 2013, and supplemental MDR report 1219913-2012-00149 - s2 on (B)(4) 2013. This complaint was initially received because the customer obtained a repeatedly positive advia centaur toxoplasma igg result that was considered discordant when compared to a negative result by an alternate test method. (B)(4) 2013: additional information: the patient sample was sent out by siemens for general chemistry testing and the following results was obtained: test reference ranges test results alb 3.4 - 5.0 g/dl 3.56 g/dl ca 8.5 - 10.1 mg/dl 0.98 mg/dl* chol <200 mg/dl 298.80 mg/dl** igg 7 - 16 g/l 7.70 g/l tp 6.4 - 8.2 g/dl 7.59 g/dl trig <150 mg/dl 526.77 mg/dl** na 136 - 145 mm 151.20 mm** k 2.5 - 5.1 mm 5.14 mm** cl 98 - 107 mm 114.86 mm ** note: *indicates that patient sample value is low outside the reference range and ** indicates the patient sample value is high outside the reference range. Although some of the general chemistry values are outside of the reference ranges, there are no known issues of possible interference from the analytes tested. The positive advia centaur toxoplasma igg result is sample specific and there is no sample available for further testing. The instructions for use (IFU) states in the interpretation of results section the following for a positive result for anti-t. Gondii igg and a negative result for anti-t. Gondii igm: "from these results, it cannot be determined whether the patient is or is not undergoing a reactivated t. Gondii infection. It appears that the patient has been previously infected with t. Gondii. Infection may have occurred more than one year ago. If the individual has not previously tested positive for t. Gondii antibodies, confirm the result with a reference laboratory with experience in the diagnosis of toxoplasmosis."

Manufacturer narrative:
The cause for the discordant advia centaur toxo g results compared to other test methods is unknown. The instruction for use (IFU) interpretation of results states the following: anti-t. Gondii, anti-t. Gondii, igg result, igm result, positive, negative. Interpretation: from these results, it cannot be determined whether the patient is or is not undergoing a reactivated t. Gondii infection. It appears that the patient has been previously infected with t. Gondii. Infection may have occurred more than one year ago. If the individual has not previously tested positive for t. Gondii antibodies, confirm the result with a reference laboratory with experience in the diagnosis of toxoplasmosis. No conclusion can be drawn.

Manufacturer narrative:
(B)(4). On (B)(4) 2013: this complaint was initially received because the customer obtained a repeatedly positive advia centaur toxoplama igg result that was considered discordant when compared to a negative result by an alternate test method. As noted in the initial MDR report from (B)(6) 2012 the toxoplasma igm test result was negative. The sample was tested by siemens with reagent lots 016183, 061185 and 061188 and was positive on all the tested lots indicating that the positive result is not due to a specific reagent lot or a customer site specific issue. This sample was tested for the presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) and the results were negative for both. The instructions for use (IFU) states in the interpretation of results section the following for a positive result for anti-t. Gondii igg and a negative result for anti-t. Gondii igm: "from these results, it cannot be determined whether the patient is or is not undergoing a reactivated t. Gondii infection. It appears that the patient has been previously infected with t. Gondii. Infection my have occurred more than one year ago. If the individual has not previously tested positive for t. Gondii antibodies, confirm the result with a reference laboratory with experience in the diagnosis of toxoplasmosis."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00149 on (B)(4) 2012.(B)(4) 2013: additional information:the patient sample was provided to siemens for follow up testing. The sample tested positive for toxo igg when run on multiple toxoplasmosis igg reagent lot numbers. The sample was also tested for ana screen and the result was negative, however the ana negative result was not conclusive and repeat testing will be necessary. An internal population data analysis was performed that indicates the advia centaur toxo igg assay is meeting the instruction for use (IFU) claim for specificity. Reagent lot in use at the time of the customer's incident was 181. Siemens sample ID # (B)(4). Toxo igg results reagent lot27.34 iu/ml 18328.37 iu/ml 18518.35 iu/ml 188other test results:ana - negative,toxo m - negative.